Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the device would not power up. The cause was the main pcb (printed circuit board). The lcd (liquid crystal display) was also found to be missing segments, and the battery contacts were compressed.

Event description:
It was reported the device shuts itself off. Follow-up information received reported the unit was connected to a patient when it was manually shut off. The device could not be turned back on. There was no reported patient injury.